Manufacturer narrative:
The customer's meter was returned for investigation on 01/18/2017. The customer's test strips were not returned. Investigations of the customer's meter were performed with retention controls and master lot strips (lot 124158). Testing results: control 1: 2.5 inr. Control 2: 2.5 inr. The obtained control values were in the allowed range of the used combination strip lot - qc lot. (2.2-3.4 inr). All measurements were without error messages. The returned material and the retention material meet the specification. None of the inr values from the event suggest an under-anticoagulation. Therefore, it can be assumed that factors other than anti-coagulation therapy have led or contributed to the development of thrombosis and subsequent stroke.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result when one patient was tested with coaguchek xs meter serial number (B)(4). The patient was tested on the meter and the result was 5.9 inr. When a sample from the patient was tested in the laboratory using the dade innovin test method, the result was 3.84 inr. The results were obtained within 7 hours of each other. On (B)(6) 2016, an ambulance was called and the patient was taken to the hospital. When the ambulance was called, the patient was unresponsive and paralyzed on the right side. The patient was admitted to the hospital and it was determined that the customer had a stroke. When the patient arrived at the hospital, the patient had a result of 3.4 inr at around 5:30 a.m. When testing using the laboratory dade innovin method. The patient's medication was taken on the previous evening at 9 p.m.. The patient was treated at the hospital and received a thrombectomy. The patient took heparin while he was in the hospital. The patient was released from the hospital on (B)(6) 2016 and went directly to rehabilitation. The patient is currently in rehabilitation. Prior to the stroke, the patient was last tested on the meter on (B)(6) 2016 and a result of 4.0 inr was obtained on the meter at 11:04 a.m.. The patient's warfarin/coumadin was not adjusted due to the meter result. There was no change in warfarin/coumadin dosage and no change in medication prior to the incident. The patient's warfarin/coumadin dosage varied between 7.5 mg. And 5 mg. The patient took warfarin/coumadin as he normally would from (B)(6) 2016 to (B)(6) 2016. The patient resumed taking warfarin/coumadin after starting rehabilitation. On (B)(6) 2016, it was stated that the patient has a new warfarin/coumadin dosage to follow now. The patient is not anemic and was not on heparin prior to the incident. The patient had been off heparin a few days prior to the comparison performed with the dade innovin method. The patient does not suffer from antiphospholipid antibodies and does not take direct thrombin inhibitors. The patient has started new medication since having the stroke. The patient has not missed any medication dosages. The patient has had no change in diet and no high symptoms. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is tested every 2 weeks. The customer's product was requested for investigation and replacement product was shipped to the customer. Relevant retention test strips (lot 119118) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material was within specification.